Event description:
While measuring on the blood gas analyzer 825, inaccurately low potassium values were obtained. No alarm has been given. The hospital has been informed that pt has been given k fusion but no pt has been harmed.

Manufacturer narrative:
The case is still being investigated and a follow-up report will be provided once the investigation is complete.